Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. A visual examination of the balloon identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal to the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the tip or blades observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon ruptured occurred. The 20mmx2.75mm, 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 6atm. The balloon was removed with the unspecified guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient 's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon ruptured occurred. The 20mmx2.75mm, 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 6atm. The balloon was removed with the unspecified guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient 's status was stable.